Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call on 28-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 450, 539, 421 and 509 mg/dl. The customer¿s expected fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 181 mg/dl and 243 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/28/2021 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history (time/date not set): (B)(6).